Event description:
It was reported that the foam padding on the labor bar was breaking down and cracking with possible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.